Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The customer stated the paramedics stated his blood glucose was 600mg/dl and in the emergency room his blood glucose was 35mg/dl. Customer stated he could have miscalculated insulin dosage. Customer stated this incident occurred 2-3 years ago. Customer stated he is unable to feel the low blood glucose.